Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult due to the fact that the device was not returned. If the device had been returned the balloon would have been inspected to determine if there were any defects on the balloon surface or if a pin hole leak was present that would prevent the balloon from opening evenly thus pushing the stent forward or backward. Without images from the procedure it is difficult to determine the exact conditions that the stent was exposed to prior to deploying the stent. There is also a possibility that the foreshortening of the stent was not accounted for prior to deployment. When the stent is opened it shortens slightly. The product label that is on the outside of the product box and in the inner pouch states that the foreshortened length is 15.6mm. The instructions for use (IFU) specify the following: " for treatment of stenotic or obstructed lesions, the icast covered stent should extend a minimum of 1cm proximal and distal to the margins of the lesion". In this particular case the icast covered stent was used to cover an aneurysm. The length of the lesion was not provided. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath.. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any performance related issues. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was using the stent to treat a mesenteric aneurysm. Then the stent was deployed it moved distally and missed the aneurysm. The stent was deployed successfully distal to the target. No harm to the patient.